Event description:
It was reported patient underwent total elbow arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2012 due to loosening of the humeral component.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. Manufacture date - unknown.

Manufacturer narrative:
Follow up is being filed to relay humeral component reported was not returned for evaluation and the evaluation provided on the follow up -1 was for a ulnar bearing, the event reported was due to loosening of the humeral component and since the patient was already in surgery, as a protective measure the surgeon opted to replace the ulnar bearing.